Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis of a non-bsc stent located in the moderately tortuous and non-calcified internal carotid artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres for 24 seconds, the balloon ruptured. The device was removed and the procedure was completed. No patient complications nor injuries were reported and the patient was in good condition.